Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to and after the treatment. Logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications on this day. Technical root cause could not be determined as the system is performing within specifications and as intended. (B)(4)

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An optometrist reported a patient with pain in the left eye which began five days following photo refractive keratectomy (prk) and became worse six days following treatment. The patient was noted to have epithelial erosion and superior filamentary keratitis. A new bandage contact lens was inserted, sodium chloride hypertonicity ophthalmic ointment was began at night, and the topical steroids were increased. The patient reports the bandage contact lens helps the eye feel better. Additional information received; the patient was seen in follow up and noted to have 100 percent epithelium coverage and resolving erosion. The bandage contact lens was replaced. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.